Manufacturer narrative:
Product complaint # (B)(4). Evaluation: a winding former and a needle/suture of product was returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids along of strand was observed; damaged on the suture and some barbs were noted. However, the one side of the fixation tab was broken. Per the sample condition of the received needle-suture, the assignable cause of the performance - fixation feature breakage suggest an improper handling of the sample.

Event description:
It was reported a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and barbed suture was used. The fixation tab was broken during continuous suturing. Another package was used for the patient. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Upon evaluation of the returned sample, it was noted that the one side of the fixation tab was broken.